Event description:
It was reported by the representative that the patient experienced an asystole drop when stimulation was initiated and that the patient continued to have a drop in asystole in mid 40 bpms after device was on and parameters were set to previous settings. The anesthesiologist suggested to monitor the patient in recovery with atrophene. The generator was programmed off. It was reported that the patient continued to have heart rate drops when the device was programmed back on. Surgeon made the decision to take patient back into surgery and remove old electrodes and reposition new electrodes, which reported resolved the patient's heart rate issues. Multiple attempts have been made to obtain additional information; however, no further relevant information has been received to date.